Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) started pacing at an incorrect rate and the physician was unable to change the rate. The epg was replaced. No patient complications have been reported as a result of this event.